Event description:
A pt presented in the ER and was shown to have a massive pulmonary embolism of unk etiology. The pt was sent to the operating room for placement of a vena cava filter from the standard right femoral approach. Upon deployment, the filter did not open and moved through the heart and into the pulmonary circulation. Importer narrative: according to the physician, the filter was removed surgically on (B)(6), 2011. Upon removal, it was noted that the filter was constrained by the pt's own tissue. It was reported that the pt is doing well. The importer concluded that the event is not related to the device due to the presence of tissue around the filter. The device is not available for eval.